Manufacturer narrative:
The customer¿s report that residue was found on the smartsite of the 20mm vialshield after drawing up drug and disconnecting the texium bonded syringe was confirmed after review of the picture evidence the customer provided. The texium syringe was visually inspected for cracks, holes/tears or damages to the components. Visual inspection observed no residue with the received texium. Functional testing did not find any leaks or replicate any instances of residue when activating and deactivating the mating components between the texium syringe and lab vial access device. The customer did not send in the texium infusion set or the vialshield. The root cause of the customer¿s report could not be determined because no leftover residue was replicated during internal lab testing.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Etoposide residue was found on the smartsite of the 20mm vialshield after drawing up drug, and disconnecting the texium bonded syringe from the vialshield. Syringe tip was wiped with an alcohol swab to remove residue. Etoposide residue was found on the smartsite bag access of the texium infusion set after injecting etoposide into the smartsite bag access with the texium bonded syringe. This event occurred in the pharmacy and there was no patient involvement.

Manufacturer narrative:
Concomitant medical products: etoposide 500mg/25ml, teva ndc 0703-5656-01, lot 31326913b, exp 4/22. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a texium syringe had major employee safety and patient safety concerns. Etoposide residue found on the smartsite of the 20mm vialshield after drawing up drug and disconnecting the texium bonded syringe from vialshield. Syringe tip wiped with an alcohol swab to remove residue. Etoposide residue found on the smartsite bag access of the texium infusion set after injecting etoposide into the smartsite bag access with the texium bonded syringe. This event occurred in the pharmacy and there was no patient involvement.